Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed multiple service code displayed 102 flags and multiple charger profile fault flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problems (code 102/charge profile fault) are still under investigation. As received, the converter current was low. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.